Event description:
The user received questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) results for two patient samples tested in sample cups. Of the data provided, the results for one patient sample were discrepant. The initial result was 0.454 miu/ml. The user noted in their computer system that the patient had an order for rhogam. The user then repeat the patient sample with a 1:100 dilution and the result was 98654 miu/ml. This result was considered to be correct and was reported outside the laboratory. The user repeated the same sample with no dilution and the result was > 10000 miu/ml. The patient was not adversely affected. The hcg+ss reagent lot number was 16250103 with an expiration date of 07/31/2012. The user noticed that there was a broken pin in position 1 that holds the hcg+beta reagent in place on the reagent wheel. The field service representative determined there was a faulty sample disk assembly and replaced it. To verify the analyzer operation, the user ran calibration and quality control and the field service representative ran performance testing which were all acceptable.